Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received sensor error alert. Blood glucose level at the time of the incident was 430 mg/dl. Customer was assisted with troubleshooting but declined to review sensor best practices (site selection, taping, calibration protocol). The customer was advised that the sensor would be replaced. No product is expected to return.